Event description:
It was reported that the pt experienced no stimulation sensation following a fall two years ago. It was reported that the sys was broken.

Event description:
It was further reported that the patient was scheduled to have his ins replaced on (B)(6) 2011.

Event description:
Additional information showed the patient had their device system replaced on (B)(6) 2011. It was stated the "ipg was dead" before the surgery. The procedure "went smoothly," and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).